Event description:
Complainant alleged that during biomed testing, the device's defib output was out of spec. When testing at 200 joules, the output was 247 joules. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a f/u report when our investigation is completed.